Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scrolling numbers and an unresponsive keypad after a bolus entry attempt. The blood glucose reading was unknown. The customer's mother stated that the device may have been exposed to moisture from sprinklers. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot. Moisture damage was found on the electronics and motor assemblies.